Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2012 the patient stated that her blood glucose was elevated to 506 mg/dl when she woke up. She drove to the hospital and was given an IV of insulin. At the time she reported this, her blood glucose level was down to 354 mg/dl; her normal range is 60-120 mg/dl. The patient removed her infusion set and found that the cannula was bent. She felt that this could have been the reason her blood glucose levels were elevated. The unomedical infusion set mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).